Event description:
It was reported that a large patient received a burn on the buttocks the approximate size of a us quarter. The surface coil was reported in direct contact with this patient. The operator's manual states that padding is required between the patient and the coil.

Manufacturer narrative:
A ge service representative inspected the system, and it was found to be working to specification.